Event description:
It was reported that a peritoneal dialysis (pd) patient, who performed therapy with a homechoice (hc) device passed away. The cause of death was unknown the patient was not hospitalized prior to death. It was reported that the patient was ¿found ashen faced on the edge of the bed, unable to speak and unable to understand what was said to him¿. An ambulance was called. It was reported that the patient was performing pd therapy on the homechoice (hc) machine at the time of death. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). As the device was not returned and the serial number is unknown, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a follow-up will be submitted.